Manufacturer narrative:
(B)(4). Date received by MFR: the date received by manufacturer in the initial submission is (B)(4) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the peritonitis event the same day as onset. On an unreported date, the patient began treatment with injection of fortum (1 gram, daily for ten days, route not reported) for peritonitis. At the time of this report, the patient outcome of this peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.